Manufacturer narrative:
(B)(4). The device was received and repaired at the service center. Per service manual operational and diagnostic analysis confirmed reported issue (noisy and only pumping intermittently). A loose screw on left side door was replaced to correct noisy issue, and the pressure transducers were replaced to correct pressure issue as identified in the investigation. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Reworks were performed on this device as part of the entire lot being reworked to encompass a software upgrade only. The activities completed via these reworks would not have a link to the failures reported in this case. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed 1 similar complaint and 1 dissimilar complaint for this serialized device with the product code that was released to distribution. Given the information provided, we cannot discern a potential root cause for the reported failure. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that during setup for an unspecified surgical procedure, it was observed that the pump was very noisy and only pumping intermittently. It was reported that another unit was used to complete for procedure. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.